Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n183159002); product type: 0184-catheter; implant date (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (2000mcg/ml at 1500mcg/day) via an implantable pump. It was reported that the patient had small opening at the pump site, no direct reason why it occurred, just overtime was eroding. When it went to be surgically cleaned out and advised flow was not good. The physician washed out and cleaned the pump pocket and moved to new site within couple inches. The physician replaced the pigtail catheter component and catheter had excellent flow. There were no issues in original pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2009 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) and was confirmed/provided by the healthcare provid ER (hcp). It was reported that through the original catheter the return was slow and the hcp decided to replace and put on a new pigtail and the flow was much stronger. The hospital did not allow the rep to take that portion of the catheter.